Manufacturer narrative:
U)pdated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) placed each returned part one at a time into a lab use only central control monitor (ccm) and tested the ccm for functionality. He observed each part to operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the ccm was not functioning. He performed mechanical, electrical and visual testing. He replaced the cable assembly touch screen, printed circuit assembly touch screen, cable assembly, pcmcia ribbon, liquid crystal display (lcd) display and touch screen. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was non-functional and the screen was punctured. The surgical procedure was cancelled.